Event description:
It was reported that the patient experienced several pre-syncopal episodes that were likely due to oversensing of the right ventricular (rv) lead. Because the cause of the pacing inhibition could not be identified, both the device and rv lead were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary (B)(4) - the full lead was returned and analyzed. The outer insulation had a cosmetic depression and was breached. The proximal conductor had blood in it. Concomitant products: 5076 implantable pacing lead, (B)(6) 2009. (B)(4).